Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG "a", "b", and the front therapy electrode and the cable connecting ECG "c" and "d" were pulled from strain relief. Lastly, the j703 and j704 connectors were pulled of the dn pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.